Event description:
While inserting a tunneled dual lumen catheter, the tip of the tunneling trocar broke off and became dislodged inside one of the lumens of the catheter. Defective trocar and catheter. Reason for use: renal failure.